Manufacturer narrative:
(B)(4). The field service engineer (fse) was at the account and proceeded to clean the card cage and replace the 8a fuse. When the analyzer was powered on, the fse noted another explosion sound. The fse replaced the artesyn power supply quad module board (part number 7-92696-01) with a protective case. The optics check passed. Technical service bulletin (tsb) (B)(4) drip protection for power supply was performed on (B)(6) 2010. A review of the safety memo and product evaluation indicates the architect i2000 is certified to the appropriate us, canadian, and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to provide adequate information regarding electrical hazards and an emergency shutdown procedure. The investigation did not identify a product deficiency.

Event description:
The customer stated that there was a small explosion sound and light seen along with smoke coming from the power supply area of the architect i2000. The field service engineer (fse) observed a drip from the gutter over the power supply which dripped onto the quad module board. No fire was observed. No injury occurred.